Event description:
This pt was hospitalized for fever. Vegetation was noted on the rv lead and this system was explanted. No additional info is available. Should additional info become available, this event will be updated.